Manufacturer narrative:
(B)(4). The device was not sent in for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information, a follow-up report will be submitted. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display; this condition had the potential to interrupt delivery. This condition was found in central service's upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.